Event description:
It was reported that as lvp 20d dehp 3ss cv tubing falls apart. The following information was provided by the initial reporter: material no: 2426-0500 batch(lot) no: 20053531. It was reported that when sets are taken out of the package the tubing falls apart from the connectors. Customer response 19-aug-2020: what was the date and time of the event? (B)(6) 2020. 2. Can you provide a description of the event? Tubing was removed from package. When tubing was being primed it fell apart at one of the hubs. 3. Was there a delay of, or change in, the course of treatment due to the event? Please explain: delay in IV not change in treatment. We have been having issues with the glue on the infusion sets not being set or applied. When sets are taken out of the package the tubing falls apart from the connectors.

Manufacturer narrative:
The customer reported ¿when sets are taken out of the package the tubing falls apart from the connectors¿. Received from the customer was one used primary set model 2426-0500 lot 20053531 with its original package. A note was received attached to the package describing the observed event. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. It was observed that the set¿s tubing (p/n tc10012940) was separated from the location where it connects to the inlet port of the distal smartsite (p/n 12274436). Clear liquid was observed in the set¿s drip chamber and tubing. Further visual inspection of the set¿s separated tubing using a microscope observed insufficient solvent on the tubing. No other abnormalities were observed during visual inspection. Functional testing was not performed on the set due to the separated tubing and the leak that would occur. A dimensional analysis was performed on the set¿s tubing. In order to conduct dimensional testing a small portion of the tubing was cut near the affected area (distal smartsite). The outside diameter of the tubing measured 0.145¿, within the specification of 0.145¿ +/- 0.003¿. The inside diameter of the tubing measured 0.106¿, within the specification of 0.107¿ +/- 0.005¿. Equipment used (visual inspection and measurement performed on 22-sep-20) calipers, eq02784, calibration due date: 19-dec-20, pin gauges, eq08349, calibration due date: 14-july-21, optical ram-cnc, eq08204, calibration due date: 05-feb-21. The device history record for primary set model 2426-0500 lot 20053531 was performed. The search showed that a total of 34,560 units in 1 lot were built on 29 may 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The root cause of the separation was identified as a manufacturing issue for insufficient solvent being applied at the engagement of the tubing to the distal smartsite inlet port due to equipment and/or operator error. The bd/nogales manufacturing facility is aware of insufficient solvent on critical joints. Corrective actions (trackwise CAPA pr 1027651) to address potential root causes and an effectiveness check plan for reduction of issue has been completed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing falls apart. The following information was provided by the initial reporter: material no: 2426-0500, batch(lot) no: 20053531. It was reported that when sets are taken out of the package the tubing falls apart from the connectors. Customer response 19-aug-2020: what was the date and time of the event? (B)(6) 2020. Can you provide a description of the event? Tubing was removed from package. When tubing was being primed it fell apart at one of the hubs. Was there a delay of, or change in, the course of treatment due to the event? Please explain: delay in IV not change in treatment. We have been having issues with the glue on the infusion sets not being set or applied. When sets are taken out of the package the tubing falls apart from the connectors.